Event description:
Reporter indicated no further information is to be provided to the manufacturer at this time. Vns replacement surgery is still planned, but has not occurred to date.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing on systems and normal mode tests at an office visit on (B)(6) 2012. The vns was disabled and the patient was referred for x-rays. The patient is also experiencing "flurries of seizures." The patient had previously not been seen since (B)(6) 2010; at that time vns diagnostics were reported as within normal limits. The patient admits to a fall several weeks prior to the current high lead impedance. Vns lead and generator replacement surgery is planned. Attempts for further information are in progress.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding the patient not feeling vns stimulation was inadvertently omitted from the initial MDR report.

Event description:
Reporter indicated the patient was not feeling vns stimulation prior to the vns being disabled on (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted lead and generator were discarded by the hospital.